Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that despite multiple repositioning, the left ventricular (lv) lead had failed to capture. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies.